Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old male with a rp flex and a 5.5 impella in place post surgical. Rp flex began alarming that placement signal not reliable multiple times without the ability to clear the alarm. An active flow on monitor and pa waveform were still present. The patient remained on support.